Event description:
It was reported to philips that the system could not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to boot up. The philips remote service engineer (rse) checked the system remotely which indicate hard disk was defective caused the system crash. Upon functional testing, fse found smart data read error. To resolve the issue fse replaced system disk and restored the ghost. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.